Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including patent ductus arteriosus. Some of the complications reported were iatrogenic coarctation of the aorta, iatrogenic left pulmonary artery stenosis, protrusion into the aorta (obstruction/occlusion), and hematoma; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿transcatheter patent ductus arteriosus closure in children with different devices and long-term results¿, was reviewed. The article presented a retrospective, single center study that compared the effectiveness and safety of different devices for transcatheter patent ductus arteriosus (pda) closure in pediatric patients, focusing on long-term outcomes. Devices included in this study were amplatzer duct occluder I, amplatzer duct occluder ii, and unspecified coils. The article concluded that for percutaneous pda closure, ado I devices are preferred for larger defects, whereas ado ii devices are prioritized for small- to medium-sized defects instead of coils. [The primary and corresponding author was kaan yildiz, pediatric cardiology, dokuz eylul university faculty of medicine, izmir, turkey, with corresponding email: (B)(6).